Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted pinched suction tubing. The tubing was adjusted and reconnected. No report of patient involvement.

Event description:
The hospital reported suction was not operating as expected. There was no reported patient involvement.